Event description:
Defective fiber, interference when plugged into mains. Signal artifact/noise. No clinical signs, symptoms or conditions. Device explantation. No clinical situation identified.

Event description:
Defective fiber, interference when plugged into mains. Signal artifact/noise. No clinical signs, symptoms or conditions. Device explantation. No clinical situation identified.

Manufacturer narrative:
An integration defect is at the origin of the problem. Regarding traceability, everything is compliant.